Event description:
The customer reported via phone call that they were unsure if they were receiving insulin from the insulin pump. Customer reported their blood glucose declined to 50 mg/dl in one event. The customer's current blood glucose was 70 mg/dl. The customer reported feeling agitated due to their blood glucose. Troubleshooting found the customer had several tiny air bubbles in their reservoir. The customer reported their insulin was not stored at room temperature. Troubleshooting was not completed as the customer declined to perform a high pressure test. The customer was advised to change out their complete set. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.